Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when they stand up their heart appears to stop for thirty seconds and they feel funny. It was further reported that while washing dishes they started to get "this heavy feeling, my legs start to lock, and it feels like my arms, I have to get my walker." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.